Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microlance¿ 3 needles were blocked during their gonadopeptyl depot 375mg injections. The following information was provided by the initial reporter: "this needle comes included with the medication gonadopeptyl depot 375mg, and it was clogged, I couldn't inject my daughter with the dose. This is the second time this has happened to me. The first time I had to discard the medication and buy another one, it is a very expensive medication 122e, and this time I had other spare needles from a different batch... I had to stick a (B)(6) year-old girl three times because I didn't know what was going on... But it has happened twice in a row. The device is at patient´s home."

Event description:
It was reported that 2 bd microlance¿ 3 needles were blocked during their gonadopeptyl depot 375mg injections. The following information was provided by the initial reporter: "this needle comes included with the medication gonadopeptyl depot 375mg, and it was clogged, I couldn't inject my daughter with the dose. This is the second time this has happened to me. The first time I had to discard the medication and buy another one, it is a very expensive medication 122e, and this time I had other spare needles from a different batch... I had to stick a 6-year-old girl three times because I didn't know what was going on... But it has happened twice in a row. The device is at patient´s home."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 20-jun-2022. H6: investigation summary: a device history record review was completed for provided material number 304432 and lot number 211218. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. This was the first report received for this type of issue on this material and lot number. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through analysis, the needle was observed clogged, confirming the reported incident. Fourier-transform infrared (ftir) spectroscopy was performed on the material found within the cannula. The ftir results showed that the material that had clogged the needle was the medication used; acetate, which is a component of the gonapeptyl depot was found. Based on the sample investigation, the needle was potentially clogged due to the medication used. A manufacturing related cause could not be determined for this incident. In certain circumstances, the drug product may become deposited within the cannula, causing the needle to become blocked/occluded due to crystallization or other solubilization effects. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time, allowing the drug to become deposited on the inner surfaces of the needle.